Event description:
Customer reportedly obtained results of 195mg/dl and 100mg/dl on the aviva system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info given to indicate where comparison performed.